Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced pain at the pump site and requested that the pump and catheter be revised. The pump and catheter was subsequently revised.